Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with bradycardia. The right ventricular (rv) lead exhibited loss of capture and high thresholds. Follow up confirmed the rv lead had dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.